Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for evaluation. Analysis of the tip, shaft, hub/strain relief included microscopic and visual inspection. Inspection revealed numerous kinks in the shaft and tip separation with the distal most portion (approximately 2mm) missing from the device. Analysis of the rest of the device found no other damage or irregularities.

Event description:
It was reported that tip detachment occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified left main artery. A mach1 guiding catheter was selected for use in a percutaneous coronary intervention procedure. A stent was placed followed by ballooning. The balloon expanded after slightly entering into the guiding catheter. It was noted that the tip of the guiding catheter got separated, and it flowed into the direction of the left circumflex artery. Fluoroscopy was performed and it was confirmed that the tip detached. The physician tried to retrieve the tip with a balloon catheter, but it could not be retrieved. It was successfully removed with goose neck snare. The procedure was completed with another of same device. No complications were reported. It was further reported that the balloon catheter used in the procedure was a non-bsc balloon catheter and the patient's current condition is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified left main artery. A mach1 guiding catheter was selected for use in a percutaneous coronary intervention procedure. A stent was placed followed by ballooning. The balloon expanded after slightly entering into the guiding catheter. It was noted that the tip of the guiding catheter got separated, and it flowed into the direction of the left circumflex artery. Fluoroscopy was performed and it was confirmed that the tip detached. The physician tried to retrieve the tip with a balloon catheter, but it could not be retrieved. It was successfully removed with goose neck snare. The procedure was completed with another of same device. No complications were reported.